Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received a no delivery alarm. It was also reported that the insulin pump belonged to a friend that passed away. Customer's blood glucose level at the time 390mg/dl. No additional information is provided.